Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was dispatched twice in emergency medical services and once hospitalization for low blood glucose on (B)(6) 2020 and then taken to hospitalization on (B)(6) 2020. Blood glucose reading was 1.8 mmol/l. Customer blood glucose value when admitted to hospital was 2 mmol/l. The customer was treated with 200 ml of glucose at the hospital. The customer alleges insulin pump was over delivering due to he goes into unconscious. The insulin pump will not be returned for analysis.